Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor debris under light guide cover glass. Based on the results of the investigation, it is likely that the most probable cause of the complaint a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device light source was turning the screen green and did not allow to white balance. There were no reports of patient harm.

Event description:
It was reported that the subject device light source was turning the screen green and did not allow to white balance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.